Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 5, the implant achieved primary stability but not osseo- integration. The site was grafted five months prior to the placement. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in (B)(6) site 5, the implant achieved primary stability but not osseo- integration. The site was grafted five months prior to the placement. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)